Event description:
Note: this report pertains to first of two resolution 360 ultra clip used during the same procedure. It was reported to boston scientific corporation that a resolution 360 ultra clip was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, the clip would deploy prematurely. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown anatomy location.